Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had scope communication error e226 and went dark. The event occurred during therapeutic inguinal hernia procedure while the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.